Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a scratched distal end, peeled adhesive around the objective lens, image distortion during angulation in the up/down direction, image noise, and shaved electrical contact of the video connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the image distortion. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to a cut on the charged coupled device cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to shaved electrical contact of the video connector. Based on the results of the investigation, a root cause could not be identified for the scratched distal end or the peeled adhesive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.